Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. In addition there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, an unknown error was displayed at about two hours after the device was started to use. The device was reassembled, but the issue was not resolved. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.